Manufacturer narrative:
D10 concomitants: (B)(6), 320-10-00 - equinoxe reverse tray adapter plate tray +0 (B)(6), 300-01-11 - equinoxe, humeral stem primary, press fit 11mm. (B)(6), 315-35-00 - glnd kwire. (B)(6), 320-20-00 - eq reverse torque defining screw kit. (B)(6), 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm. (B)(6), 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm. (B)(6), 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm. (B)(6), 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm. (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. (B)(6), 320-42-00 - 145-deg pe 42mm hum liner +0. (B)(6), 321-52-09 - 3.2mm k-wire, trocar tip. (B)(6), 321-52-10 - 3.2mm k-wire, thd, short 2 k-wires per pack. H3: customer has indicated that the product is in process of being returned for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that this patient's left shoulder was revised. Sometime after the initial surgery, the glenosphere disassociated from the baseplate and once discovered, required revision surgery to secure the new glenosphere. Surgeon removed the implants with the exception of the humeral tray which went from a +0 to a +5. Patient was last known to be in stable condition following the event.